Manufacturer narrative:
Additional information g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
On 6/21/2024, it was reported by a sales representative via phone that an ar-8934bcst-2 3.0 double loaded suturetape s-tak assy cracked during insertion of the device. All fragments were retrieved from the patient. Another of the same product was opened from a different lot with no issues. There was no delay in the case. This was discovered during a lateral ankle instability procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.